Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient has suffered symptoms including, but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue and lack of mobility. Procedure was required on (B)(6) 2010 to remove fluid accumulation from the hip. Update (B)(6) 2011: the sales rep reported the revision surgery. The patient was revised to address acetabular loosening. The femoral head was added to the complaint at this time because it was removed during the revision and fluid accumulation was reported in the litigation papers.